Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that his chest was vibrating every so often for about a few seconds to a minute, 2-3 inches below where this pacemaker is implanted. His device was recently checked and there was no report of anything wrong. There were no patient complications reported as a result of this event.